Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after the device was removed from the tray, it was noted that the suture was visible on the outside of the device. The device was not used on the patient. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The unintended system motion was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It appears the needle may have been inadvertently pulled due to contact with a glove during removal. The device shows evidence the needle was properly assembled to the needle shank. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.